Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video processor has an error code e309. The device was returned for evaluation. During the device evaluation, there was no image due to defective printed circuit board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the device evaluation found: e309 was reported due to defective printed circuit board; the serial digital interface connector was deformed and a slight dent in the power outlet of the rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.